Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient got problems with his interstim stating it had not been working for 3 months or longer. Patient even "turned the thing off", referencing implant. Patient turned implantable neurostimulator (ins) back on and it still did not work. Patient had to go to the bathroom once an hour and was tired of it. Patient had no doctor available at this time. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that, initially, the patient was offered making basic therapy adjustments and they declined. It was then reported that the manufacturer¿s representative was able to assist the patient with turning the stimulation to a point where they could now feel it. There were no further complications reported or anticipated.